Event description:
It was reported that about three months after implant, the right ventricular (rv) lead thresholds began rising. About five months later the thresholds had risen to high thresholds. The physician decided to reposition the lead and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted (B)(6) 2014. (B)(4).